Event description:
There was a 200m error message. This was an out of the box failure. The catheter was replaced with a new catheter and the problem was resolved. No harm occurred to the patient.

Event description:
There was a 200m error message. This was an out of the box failure. The catheter was replaced with a new catheter and the problem was resolved. No harm occurred to the patient.